Manufacturer narrative:
B5 describe event or problem updated d6b explant date updated h6 impact code updated.

Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was) with a deployed closure device compression of ten (10) percent. Following release, transesophageal echocardiogram (tee) revealed the closure device had shifted within the laa towards the pulmonary ridge and compression of the device was now zero percent. The closure device was observed for an additional thirty minutes via tee without further movement occurring. There has not been any additional intervention required at this time; however, the patient may need to have the watchman flx closure device removed from their laa. No patient complications were reported. It was further reported the patient underwent heart bypass surgery and the closure device was explanted.

Event description:
It was reported device movement/shift occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was) with a deployed closure device compression of ten (10) percent. Following release, transesophageal echocardiogram (tee) revealed the closure device had shifted within the laa towards the pulmonary ridge and compression of the device was now zero percent. The closure device was observed for an additional thirty minutes via tee without further movement occurring. There has not been any additional intervention required at this time; however, the patient may need to have the watchman flx closure device removed from their laa. No patient complications were reported.